Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the bravo capsule detached early. There was no harm to the patient. The patient will be scheduled for a repeat procedure.